Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodule formation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the cheeks, nasolabial folds, lips, and the melolabial folds with 2cc of juvéderm voluma® xc, 3cc of juvéderm vollure¿ xc, and 1 cc of juvéderm volbella® xc. It was not specified which filler was injected into what area. Seven months later, the patient developed a ¿nodule formation.¿ the patient was treated two weeks later with prednisone and hylenex and again two weeks later, 16 days later, and 6 days later. The physician stated that they gave the patient ¿prednisone for 16 days and hylenex for first several appointments then hylenex and 1 lc.¿ the symptoms fully resolved approximately 10 months post injection. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00123 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00124 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.